Manufacturer narrative:
On (B)(4) 2011 a bci field service engineer (fse) replaced waste exit sump float switch. No further issues have been reported since.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a flood waste collection on the left side of instrument is leak. The leak is from the waste sump b. The customer replaced a few inline filter and changed a line using personal protective equipment (ppe). Customer discovered that the canister is still leaking and the o-ring looks worn. No injury or personnel exposure was reported chemicals or biohazards upon reoccurrence.